Event description:
The surgical delay was a result of issues disassociating the metal liner from the metal acetabular cup.

Event description:
Patient was revised to address pain. A surgical delay of 45 minutes also occured. (B)(46 on (B)(6) 14

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/14/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, instability, pseudotumor growth, adverse local tissue reaction and elevated ion levels.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. Update rec¿d 10/14/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, instability, pseudotumor growth, adverse local tissue reaction and elevated ion levels. Update 02/08/17 pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pain, pseudotumor, mildly elevated metal ion levels (no labs), and fretting on the trunnion. It did take a while to remove the liner from the cup as previously reported, but there was no reported damage to the cup and it was noted to be well fixed and in good position. There were no issues noted with the liner. There is no new information that would change the existing investigation.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.